Event description:
The patient was revised due to reoccurring pseudotumor reaction. The liner and ball were replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ball. An evaluation of the device cannot be performed as the device was retained by hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding adverse local tissue reaction involving a delta femoral head was reported. The event was not confirmed. The reported device is a delta v-40 ceramic taper head, catalog: 6570-0-136, lots 41021901, 41021902, 41021903 and 41021904 were created from the base lot code 410219. The lots listed represent all of the stryker lots from this batch. Review of the device history records indicate devices were manufactured and accepted into final stock between 19-jul-2012 and 20-jul-2012 with no reported discrepancies. Conclusion: no allegations were made regarding the reported delta femoral head therefore the product did not contribute to the event.

Event description:
The patient was revised due to reoccurring pseudotumor reaction. The liner and ball were replaced.